Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2011 and performed to specification up to and including the last log entry on the (B)(6) 2016. The pad-pak was removed and reinstalled during this time. Investigation found the reported fault can be attributed to moisture ingress resulting in corrosion within the membrane. Corrosion within the membrane resulted in the status led being constantly lit and an increased current drain. This would confirm the reported fault. The fault could not be replicated with a new membrane fitted. The speaker was measured and was found to have failed. This occurred during the investigation and did not affect the ability of the device to successfully deliver test therapy. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator lit constantly.